Event description:
The luer-lock tip broke off and remained inside the tip cap when the rn (registered nurse) was going to administer. Covidien monoject 60ml syringe (ref: 8881560125) lot numbers: 330737x, 406129x.